Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, I¿s likely the damaged components were caused by user error, improper handling, and/or application of excessive force. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to the olympus, and the inspection has reproduced the customer's reported issue. Following are the device evaluation findings: deformation of outer tube or working channel and foreign particles in optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the olympus autoclavable telescope, the lens and the image are blurred and the connection with the camera head has come loose. No death, injury or harm to patient or other has been reported to olympus.